Manufacturer narrative:
B3: date inaccurate. Only the month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the cause of the infection was not determined. The infection had been resolved.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was already implanted with the two other implanted neurostimulator (ins) systems but due to an infection the patient had to be explanted. The current ins is therefore located a few centimeters lower on the abdominal area than the first one was.  Additional information was received. Regarding the patient¿s previous ins being explanted due to infection, the rep stated that too their knowledge, there is no mpxr linked to this event because this event was transmitted to them during their visit for this problem last week. The rep was not the tc of the sector at the time of the implantation of the ins.

Manufacturer narrative:
G2. Foreign: france medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.